Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the handle of active heel traction boot retrofit kit for universal hip distractor did not provide torque to position the patient, eventually the handle broke. A visual inspection was performed and showed this device in very poor condition. The traction handle is missing so functional testing can¿t be performed. The orange tightening knob is sliced, the protective bellow is torn, the beam is scratched and dented, one of the protective caps is missing on the carriage handle and one is severely dented, and the carriage is dented and scratched. This damage is caused by contact with another source. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion.

Event description:
It was reported that the handle of active heel traction boot retrofit kit for universal hip distractor did not provide torque to position the patient, eventually the handle broke. Procedure was completed with the same device. No patient injury was reported.